Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in its original container jar, submerged in transparent fluid. The valve was segmented transversely into three major pieces. Several native, surgical valve and transcatheter valve remnants were returned. Blue monofilament sutures noted attached to several returned pieces. Due to its receipt condition, coaptation could not be assessed. The leaflets were excised, returned alongside the valve. Calcification was noted on the excised leaflets. Existing leaflets were stiff yet flexible except where the calcification and host tissue extended to on the inflow and outflow. There was severe calcification observed on the valve, which was localized on the inferior captive regions extending towards the commissures. Calcification nodules were observed adjacent to all three commissures. From the inflow aspect, glistening off-white pannus was observed on the inflow crown tips extending to the luminal surface of the valve. Off-white pannus attached to the outflow frame pieces. Pannus was observed on several of the returned pieces. Multiple native and valve pieces exhibited extrinsic severe calcification nodules. Radiography revealed calcification on all returned pieces as well as on the existing valve leaflets. Conclusion: it was reported that approximately three (3) years and eight (8) months after the valve was implanted within another surgical aortic bioprosthetic valve, heavy calcification developed. An analysis was performed on the returned valve. Calcification was confirmed on all returned pieces and on the existing valve leaflets. Calcification is a bioprosthetic valve failure that is patient influenced. As calcium deposits form on the valve, they can potentially cause narrowing at the opening of the valve. The presence of calcification and its rate of formation is dependent on patient condition (e.g., blood chemistry). Therefore, the cause of the reported calcification could not be conclusively determined. In the instructions for use (IFU), calcification is listed as a potential adverse event associated with the implantation of the valve. The device history records for the valve were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned for analysis. The results of the analysis will be submitted upon completion. Conclusion: the investigation is in progress. The results of the investigation will be submitted upon completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and eight months following the implant of this transcatheter bioprosthetic valve, which was implanted within another surgical aortic bioprosthetic valve, heavy calcification developed. As a result, this transcatheter valve was revised. The patient¿s native mitral valve was also replaced. Further details of this event were unknown. No additional adverse patient effects were reported.